Event description:
During an arthroscopic procedure using a speedscrew knotless implant, the surgeon reported that when attempting to lock the suture and release the anchor, the wedge and suture came out of the anchor. The anchor was abandoned within the pt's bone. The surgeon drilled a new bone hole and was able to complete the procedure with another speedscrew device. No significant delays or pt complications were reported as a result of this event.